Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Additional information obtained indicated the patient was enrolled in the phoenix post-approval registry (B)(6). The patient had peripheral arterial disease with rutherford 6 symptoms on the right. The procedure performed was an aortoiliac femoral angiography, right lower extremity angiography, ultrasound-guided left common femoral artery access, pta/stent right sfa, atherectomy right at, pta right pt, secondary aspiration thrombectomy right popliteal. Description of procedure: after informed consent was obtained, the patient was prepped and draped in the usual sterile fashion. Access was obtained via the left common femoral artery using a micropuncture technique and ultrasound guidance for placement of a 5-french sheath in retrograde fashion. Images were acquired and stored. The left common femoral artery measured ~ 7mm in diameter and was widely patent proximally but diffusely diseased mid and distally. Over a 0.035 j-wire, a flush catheter was delivered to the abdominal aorta at the level of the renal arteries and an abdominal aortoiliac femoral angiogram was performed. Subsequently over a 0.035 angled glidewire, the flush catheter was advanced to the right common femoral artery for a right lower extremity angiogram. The abdominal aorta was free of significant stenosis, dissection, and aneurysm and had moderate calcification. The aortoilica vessels were diffusely calcified but without obstructive disease. Right lower extremity angiography observed the superficial femoral artery had 3 short overlapping ostial/proximal stents. There was mild isr (in stent restenosis) within these. There was then an uncovered proximal sfa section with moderate-severe stenosis. The sfa stents then restart and continue thru hunter's canal with diffuse mild-moderate isr. The popliteal artery was patent into a very distal p3 popliteal stent. The stent was patent but encroached upon the ostium of the at. The anterior tibial artery had 100% very short ostial occlusion. It was then patent with diffuse disease thereafter and the dominant outflow vessel. The tibioperoneal trunk was patent and very short. The peroneal artery was diffusely diseased but patent to the ankle. The posterior tibial artery was severely and diffusely diseased with multiple short-segment total occlusions into the plantar vessels. Given the findings, the physician proceeded with an intervention. Over an angled glidewirem, a 6fr 45cm sheath was delivered to the right cfa. Over the same glidewire, the uncovered proximal sfa area was treated with a 6.0x150mm lutonix dcb (drug coated balloon) and stented the remaining uncovered proximal sfa with a 5.0x60mm lifestent, postdilating with a 6.0x80mm balloon for an excellent result. The initial dcb included the area of moderate isr in the second set of sfa stents. Next the physician wired into proximal at with the angled glidewire and a navicross catheter, exchanging in the distal at for a viper wire. An atherectomy was performed in the ostial at with a 1.8mm catheter (manufacturer's device). The catheter became entangled in the distal popliteal artery stent, deforming it severely. Thereafter, the physician could not pass anything on the viper wire into the at due to the deformed stent. There was briefly no flow in the distal popliteal. The physician performed aspiration thrombectomy in the distal popliteal stent with an export catheter, restoring flow. The physician then wired the distal peroneal with the navicross and a grandslam wire, and then dilated the distal popliteal stent into the tp trunk with 2.0 and then 3.0 coronary balloons. The physician attempted for some time to withdraw the distal popliteal stent more proximally in hopes it could be crushed behind a new stent, but the deformed stent would not move. The physician was able to rewire the at with a surecross catheter and a v18 wire, then exchanged for a grandslam and removed the viper. The physician dilated the ostial at with 3.0mm coronary balloons on multiple prolonged occasions, then wired the entire pt cto with a 0.014 surecross and combination of fielder xt and pilot-200 wires, landing in the plantar branches. The physician dilated the entirety of the pt with a 2.0x220mm ultraverse balloon with an improved angiographic result, then finished by delivering a 4.0x40mm lutonix dcb over both wires to the distal popliteal and performed drug-coated balloon angioplasty into the old distal popliteal stent. All wires and catheters were subsequently removed. The outcome of the procedure was successful pta/stent to high grade proximal right sfa stenosis; complicated right at atherectomy and pta, ultimately leading to brisk in-line at flow; and improved right pt flow after prolonged pta to the long-segment cto. No relevant tests/laboratory data. The device was not returned to the manufacturer and the facility was unable to provide the serial number or lot number. Therefore, we are unable to determine the expiration date, UDI number of the device or the manufacture date of the device. Implant and explant dates: the implant or explant dates are not applicable to this device. No physical product investigation was possible as the device was discarded at the facility. The instructions for use (IFU) warns, when the phoenix atherectomy catheter is exposed to the vascular system, it should not be advanced or retracted except under direct fluoroscopic observation. If resistance is met during advancement or retraction, determine the cause of the resistance before continuing. In addition for special patient populations: the safety and effectiveness of the phoenix atherectomy system has not been established in the following patient populations: patients with in-stent restenosis at the peripheral vascular site. The customer was unable to provide the lot number or serial number; therefore, documentation related to the device (complaint database/sfdc, ncr database, etc.) Could not be reviewed. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the physician was using the device in the ostial at when the catheter became entangled in the distal popliteal artery stent, deforming it. Intervention was required. There was no patient injury. Patient was noted as doing well. Vessel: ostial at stenosis immediately beyond distal popliteal artery; 100% occlusion, calcified. This event is being reported because additional intervention was needed as a result of the device being caught in the stent.